Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the delay in patient information was impacting all pyxis machines at the location. A technical service specialist successfully established a connection to the server, and cerner addressed the issue related to the error messages to resolve the problem. The system functioned as intended after the technical service specialist troubleshot the device. The serial number, UDI, and manufacturer's details were kept blank since the given asset information was found to be pyxis es it infrastructure

Event description:
It was reported that when using the pyxis medstation es system, the health site viewer indicated that patient information was currently delayed or unavailable. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.